Event description:
As reported by the field clinical specialist, approximately 2 years, 6 months post transfemoral tavr procedure with a 20 mm sapien 3 ultra valve, the patient presented with paravalvular leak (pvl) and shortness of breath. A balloon aortic valvuloplasty (bav) procedure was performed, which caused a central leak. A valve-in-valve with a 20 mm sapien 3 ultra resilia valve was performed with one additional cc of contrast. This procedure corrected the central leak, and the patient left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing. H3 other text : not returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. An additional assessment of these events is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the cause of the pvl cannot be determined based on the limited information available, investigation results indicate that it was possible that the valve had been initially under expanded. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. The complaint for central regurgitation was unable to be confirmed due to the unavailability of relevant medical record and imagery. There was no indication of a manufacturing non-conformance that would have contributed to the complaint events. A review of IFU/training materials revealed no deficiencies. ''As reported by the field clinical specialist, approximately 2 years, 6 months post transfemoral tavr procedure with a 20 mm sapien 3 ultra valve, the patient presented with shortness of breath and paravalvular leak (pvl) possibly due to the valve being initially under expanded. A balloon aortic valvuloplasty (bav) procedure was performed with a non-edwards 22mm balloon, which caused a central leak. A valve-in-valve with a 20 mm sapien 3 ultra resilia valve was performed with one additional cc of contrast. This procedure corrected the central leak, and the patient left the room in stable condition.'' In this case, a larger sized non-edwards balloon (22mm) was used to post-dilate a 20 mm sapien 3 ultra valve, so it could over expand the diameter of valve, leading to suboptimal coaptation of valve leaflets, and resulting in central regurgitation. As such, available information suggests that procedural factors (post-dilation with non-ew device, over-expanded valve) may have contributed to the central leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.